Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003, indicative of the battery voltage being too low for the projected remaining capacity. No intervention has been performed yet and the ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the ICD was explanted and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003, indicative of the battery voltage being too low for the projected remaining capacity. No intervention has been performed yet and the ICD remains in service. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the ICD be returned back from the field for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003, indicative of the battery voltage being too low for the projected remaining capacity. No intervention has been performed yet and the ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the ICD was explanted and will be returned for analysis. No additional adverse patient effects were reported.